Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient's cgm reading was 70 mg/dl and there was no bg taken. The patient lost consciousness and her husband couldn't wake her up. Patient's husband called paramedics at around 7:00 am, and when paramedics arrived, they took a bg reading which was 40 mg/dl and the cgm reading was 70 mg/dl. Paramedics treated the patient with IV glucose. After the treatment, the paramedics took another bg reading which was 280 mg/dl. After the treatment the patient was feeling fine. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator before the patient lost consciousness. When the paramedics arrive, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.